Event description:
It was reported by the patient's spouse that the patient had been in the hospital twice for receiving shocks. Per the spouse, programming adjustments were made but the patient received additional stronger shocks. The spouse also noted that the patient had not been seen by their cardiologist in five months. Follow-up was attempted with the clinic to determine if the shocks were appropriate but no further information was received. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.